Manufacturer narrative:
Block h6: device code a0401 is being used to capture the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that an overstitch suture was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2025. Prior to the procedure, one suture looked frayed. During the procedure, the suture snapped and detached from the device and broke. According to the information provided additional sutures were used, however they broke too. The procedure was completed. There was no patient complications reported as a result of this event. Detailed information regarding the total number of sutures was not provided to bsc. We completed a good faith effort to obtain the information. If additional details become available, a supplemental report will be submitted. This is the first of two reports being submitted to cover the suture that looked frayed and the other sutures that broke.